Event description:
The clinician reported that 1 year and 3 months after the dental implant was placed in ada site 4 in the patient's mouth, the implant lost osseointegration. The clinician reported the patient's bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.